Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 3 of 4. Reference MFR report #: 1627487-2016-01751, 1627487-2016-01752 and 1627487-2016-01754. It was reported two of the patient's leads had migrated. In turn, the patient stopped received effective stimulation in upper back. As a result, the patient will undergo surgical intervention. The patient has a scs system for off-label use. All four leads are being reported because it is unknown which two leads have migrated.

Event description:
Device 3 of 4. Reference MFR report #: 1627487-2016-01751, 1627487-2016-01752 and 1627487-2016-01754. Follow-up revealed the two migrated leads were explanted and replaced on (B)(6) 2016. It was confirmed the two migrated leads are device 1 and 2. The issue was resolved.